Event description:
Related manufacturer reference number: 3006705815-2021-05838. It was reported that the patient experienced pain and burning sensation at their ipg site and down their leg following a fall. The patient also experienced ineffective stimulation on their right side. Reprogramming was attempted, but was unable to restore therapy. Imaging did not show signs of migration. Additional information received stated that the patient fell again in (B)(6) 2021 wherein the paddle lead had migrated. In turn, surgical intervention was undertaken wherein the entire scs system was explanted on an unknown date. A new system was implanted on (B)(6) 2021. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.